Event description:
During a laparoscopic cholecystectomy procedure, the fed closed clips before it could ligate the cystic duct. The procedure was completed with another like device. There was no paitent consequence.